Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14613 and 3005099803-2013-14614 address these devices. It was reported to boston scientific corporation on (B)(4) 2013 that two resolution clip devices were used during a procedure. According to the complainant, during the procedure the resolution clip was deployed inside the patient but the clip would not detach from the catheter. A second clip was used, but it also would not release. Both clips were pulled out. The procedure was completed with a third of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Although the exact event date is unknown, it was reported to have happened during the week of (B)(6) 2013. Reported event of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the device was half deployed. The clip assembly was not returned. The yoke which was still attached to the control wire was then actuated and deployed. A kink in the control wire was noted. The over sheath assembly was not returned. Although failures were observed, problem as reported could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14613 and 3005099803-2013-14614 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution clip devices were used during a procedure. According to the complainant, during the procedure the resolution clip was deployed inside the patient but the clip would not detach from the catheter. A second clip was used, but it also would not release. Both clips were pulled out. The procedure was completed with a third of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Additional information received on (B)(6) 2013: the procedure was an esophagogastroduodenoscopy (egd) performed on (B)(6) 2013.